Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tubes on two mr290v vented autofeed humidification chambers were leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed a break in the feedset tube at the connection to the chamber dome on one of the returned mr290 chambers. The surface of the break was rough (not smoothly cut). Visual inspection of the other mr290 chamber revealed no visible damage to any part of the chamber. It was subsequently connected to water bag to test for leak. No fault was found with this chamber. Conclusion: the damage to the returned mr290v vented autofeed humidification chamber was most likely caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that the damage to the feedset tube occurred after the chambers were released for distribution. The user instructions that accompany the mr290 state the following: -set appropriate ventilator alarms. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tubes on two mr290v vented autofeed humidification chambers were leaking during use. No patient consequence was reported.